Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sr vision ii ultrasound system was reported to have an intermittent delay in system operation and would occasionally freeze mid-procedure. The biomedical engineer was unable to duplicate the reported issue. Field assurance tech support had the engineer run the system disk optimization and advised the engineer to contact field assurance if the issue persists.